Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose with threshold suspend. The customer also reported that they had to call the ambulance due to blood glucose reading. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 141 mg/dl at the time of call. Customer¿s sensor glucose level was 60 mg/dl. The sensor glucose and blood glucose readings have been off by over 80 points. Troubleshooting for sensor glucose was performed but the customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.